Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the reservoir had a leak. The customer's blood glucose level was 101 mg/dl. The customer reported that her reservoir leaked when she turned it upside down. The customer reported that they were unsure about the location of the leak. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir and transfer guard, performed pre-fill reservoir test per (B)(4). Found transfer guard needle loose. Unable to performed pre-fill test. Evaluated 1 open/used reservoir and transfer guard. Performed pre-fill reservoir test per (B)(4) and (B)(4). Found no leakage anomaly during filling.